Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac arrest, after receiving a dialysis treatment on (B)(6) 2007, and subsequently expired on (B)(6) 2007 after the use of the product.